Event description:
Additional information: it was reported that the cause of the head bleed was unknown. The patient was compliant with anticoagulation medication and target international normalized ratio (inr)values.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had expired due to a head bleed. No alarms were reported for the event. The physician stated the death was "not directly vad related." The pump will not be returned.

Manufacturer narrative:
The patient expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A specific cause for the reported head bleed could not be determined. The pump was not be returned for evaluation. No log files were submitted. Review of complaint history showed no previous events were reported for the patient. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.